Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam degraded and caused of lung cancer. The patient did report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During exterior and internal investigation, manufacturer observed unknown dust like white and black contamination, at the air inlet of the blower box and in the iso port. Dust like contamination found on the top of the blower box, blower motor, and the blower motor seal. Manufacturer also found black contamination, consistent with keratin, at the air outlet of the blower box. Unknown white and tan contamination (dust-like) in the bottom of the blower box. Black contamination (dust-like), (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath.